Event description:
It was reported that two years post standard anterior cervical discectomy with a cervical disc prosthesis implanted, two patients had loss of function (range of motion less than 3 degrees) with no heterotopic ossification. There were no implant dislocations or migrations. A good or excellent neurological outcome was noted in all patients.

Manufacturer narrative:
(B) (4): limited range of motion. Literature citation: v. Heideck, et al. Intervertebral disc replacement for cervical degenerative disease - clinical results and functional outcome at two years in patients implanted with the bryan cervical disk prosthesis. Acta neurochirugica (2008)150:453-459. H6: a review of the device records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.